Event description:
It was reported that the patient was given a nerve conduction study test and noted that the implantable pulse generator (ipg) was difficult to charge after. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.